Event description:
Planned turp in 2007, pt had an extra long urethra requiring manipulation with the scope and sheath. Sheath separated from hub of instrument and couldn't be retrieved. Had to convert to open prostatectomy. Planned one day stay, but conversion to open extended that stay. No other adverse outcome noted at this time.